Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no image with 180 series scopes. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer connected the suspected 180 series scope to another scope cable and cv-190, and the image was displayed. Based on the results of the investigation, the root cause was unable to be determined. The device was not returned. Olympus will continue to monitor field performance for this device.